Event description:
A malfunction on the pump was reported, but no notable events occurred prior to this. There was no adverse impact to the customer's blood glucose level. Cts provided information on how to reset the pump and assisted the caller in doing so. After the reset, the malfunction did not recur, and the customer was able to continue using the pump. The caller was instructed to contact technical support if the malfunction reappears, which they acknowledged and understood.